Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the submitted log files. Data from the reported event date of 02feb2026 was reviewed in the submitted controller event log file. A driveline power fault alarm associated with power a broken fault flags activated from 11:07:20 and persisted through the end of the file at 13:15:21. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The modular cable was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for modular cable, lot # 8340819, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." These sections also outline system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. The IFU also contains further information on use, exchanging, and caring for the modular cable. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency room (ER) with a driveline power fault alarm. No visible external damage was noted. Chest/abdomen xray was pending with all external equipment. Log file review was requested, and the log file confirmed driveline power a fault alarms on (B)(6) 2026. It was recommended by technical services (ts) to exchange the modular cable and system controller. Ts did not see any corrosion on the connectors, and there were there were no unusual events recorded in the log file event history post exchange. The driveline power faults did not return.